Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the lead exhibited high impedance measurements and loss of capture and sensing. The patient was in stable condition. No intervention or additional information was reported.